Manufacturer narrative:
Section a, patient information: a4, a5: information unknown/asku. Section b3 date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2023 through (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 4581 used to capture device decentered or dislocated or tilted subluxated or wrong position. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye. The iol subluxed, decentered temporarily after it was implanted. The doctor explanted the lens and replaced it with a non-jnj iol. There were no other complications or harm to the patient. The backup iol was used successfully. Reportedly, there was no vitrectomy or suture required. The suspect iol is not available for return as it was discarded. No further information was provided.